Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion of the pump cable was not returned. The modular cable was returned. The sealed outflow graft, sealed outflow graft bend relief, and outflow graft clip were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff had been removed and was not returned. Upon disassembly of (B)(6) , visual inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assis system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no treatment rendered for the driveline infection that began on (B)(6) 2020 prior to the pump exchange on (B)(6) 2020. The patient was not hospitalized the entire time in between the onset of driveline infection and the pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an unresolved driveline infection. The onset date of the driveline infection was (B)(6) 2020. The decision was made to do a heartmate 3 (mlp-016570) to heartmate 3 (mlp-024149) pump exchange and exit the driveline on the opposite side of the abdomen due to the worsening driveline infection/bacteremia. Event date noted as (B)(6) 2020 for pump exchange. It was reported that the device operated as intended. The patient was still hospitalized secondary to confusion.